Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: ddbb1d4, ICD, (B)(6) 2014; 6947m62, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately four weeks after implant the patient presented to the emergency room (ER) with elevated temperature, nausea and vomiting, and headache. Blood cultures were positive for gram positive cocci. Antibiotic treatment was initiated and the system was explanted. No further patient complications have been reported as a result of this event.